Event description:
After the essure implants in 2002 I have had endless side effects, from not getting my period for over a year to constant painful bloating. Constant pms symptoms! Bleeding too much or not bleeding at all, pain that is un-describable! Similar to cramps but not! Constant headaches and bloated always! I did not do this sooner because I thought it was just me feeling like this. But after my intense research I have found out that there are millions of woman going through the same thing. Dates of use: (B)(6) 2003 - (B)(6) 2013. Reason for use: permanent birth control.